Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a lead integrity alert (lia) triggered on the right ventricular (rv) lead for over sensing with sensing integrity counter (sic). It was also noted that it is possible that the r waves were being double counted. The lead will continue to be monitored and remains in use. No patient complications have been reported as a result of this event.